Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 96 machine. The patient's pre-dialysis weight was 78.4kg and post-dialysis weight was 73.9kg. The actual fluid removal of 4.5kg was 1.3kg higher than the preset value of 3.2l. There was no report of patient injury or medical intervention associated with this event. No additional information is available.